Event description:
It was reported that on (B)(6) 2012, while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the pt's right femoral artery. The pt was moved to the cardio vascular unit. The pump was on a 1:1 ratio. On (B)(6) 2012 at 6:05, the pump (s/n (B)(4)) alarmed and at that time the rn found that the pt was restless and tried to sit up in bed. The iab ruptured, there was no blood in the helium tubing or console. The iab was removed and another iab was not inserted. The perfusionist stated that by the time he arrived in the pt's room the iab had been removed. According to the perfusionist the pump alarmed either possible helium leak or kinked catheter. There was no reported pt death or injury. Medical/surgical intervention was not required. The iabp therapy was interrupted; however, the pt was stable and did not require add'l intra-aortic balloon pump (iabp) therapy. There were no reported pt complications and the pt outcome is ok.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available. Add'l info from the vol report: date of report: 01/27/2012. Concomitant medical products: autocat 2 wave # (B)(4). Initial reporter: (B)(6). Also reported to MFR.